Event description:
The event is reported as: the customer stated: "one of the electrode needles started smoking heavily and the coating melted off the needle." There was no injury to the patient. The needle electrode was removed from the field.

Manufacturer narrative:
Per device history report (DHR) investigation did not show issues related to this complaint. Complaint cannot be confirmed since the sample was not available for investigation; therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. The manufacturer will continue to monitor and trend relating complaints.